Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 9680001-2016-00067, 3008452825-2016-00116, 2030404-2016-00037, 3005334138-2016-00047. During a pulmonary vein isolation procedure, a pericardial effusion occurred. At the conclusion of the procedure, fluoroscopy revealed no issues. During recovery a pericardial effusion was diagnosed and a pericardiocentesis was performed. The patient was discharged in stable condition. There were no performance issues with any sjm device.